Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced a stroke. The patient had a history of smoking, copd and 3 lung malignancies. The ion procedure identified a 4th lung malignancy. The patient was extubated and 48 hours later showed signs of confusion; therefore, brain scans were performed and revealed that the patient had previous strokes (at least a week ago). The scans showed a new embolic stroke. The patient opted for hospice care and was therefore discharged to home hospice. Per the physician, there were no issues with the ion system nor procedure.

Manufacturer narrative:
A review of the event was conducted by an intuitive surgical, inc. (Isi) medical safety officer and the following additional information was provided: "a patient between the 80-90-years-old with a history of prior strokes, copd, and 3 prior lung cancers, underwent an ion lung biopsy. The procedure was completed without issue and the biopsy confirmed a 4th lung cancer. 48 hours post procedure the patient developed confusion and work up confirmed new embolic strokes. Work up also revealed recent strokes from at least a week ago. The patient was discharged home on hospice. Based on the available data the adverse event was possibly procedure related in the setting of a high-risk patient with unrecognized recent strokes and not device related. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 5 (0.02%) transient ischemic attacks and 4 (0.02%) total deaths but no strokes. Another multicenter study reported 13 (2.2%) complications with no strokes and no deaths associated with 581 cases. A recent prospective multicenter international study of 1,215 bronchoscopies reported 1 associated death (0.08%) and no strokes. Another prospective series of 415 ion procedures reported 1 cva (0.2%). There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. The risk of stroke associated with general anesthesia has been reported to vary from 0.1-1.9% in non-cardiac, non-neurologic, and non-major surgery and as high as 10% in the setting of brain or high-risk cardiovascular surgery. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Bateman bt, schumacher hc, wang s, shaefi s, berman mf. Perioperative acute ischemic stroke in noncardiac and nonvascular surgery: incidence, risk factors, and outcomes. Anesthesiology. 2009. Selim m. Perioperative stroke. New england journal of medicine. 2007." A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.